Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the device was prepared inside the anatomy. During a procedure of the mildly tortuous, moderately calcified, distal left main artery, the nc traveler balloon was inflated once at 6 atmosphere (atm); however, a contrast leak was noted. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another balloon dilatation catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the nc traveler, rx instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Although, the device was prepped while in the anatomy, the investigation determined the reported balloon rupture appears to be related to circumstances of the procedure as it is likely that when the balloon catheter was advanced toward the lesion, the device met resistance with the mildly tortuous, moderately calcified anatomy compromising or damaging the balloon resulting in the reported rupture during inflation. The noted material peeling and scratches on the balloon near the rupture location also suggests interaction and friction causing damage to the outer surface of the balloon materials. There is no indication of a product quality issue with respect to manufacture, design or labeling.